Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer declined to troubleshoot for high blood glucose. The auto mode feature was active at the time of event. There was loss of communication between transmitter and insulin pump which resolved during troubleshooting. No further patient complications were reported. The customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.